Manufacturer narrative:
The complaint related graft was not returned. No additional information is available at this time. If additional information is received a follow up will be filed.

Event description:
Company representative reports hernia revision on ()(6) 2013 using strattice. On (B)(6) 2013 patient was diagnosis with a midline infection secondary to the strattice. On (B)(6) 2015, patient was hospitalized for a recurrent hernia. Lot numbers remain unknown.

Manufacturer narrative:
The previous submission was made with a blank g3 field. The g3 field for the previous submission is [enter aware date]. The previous submission was made within 30 days of the date received by manufacturer. A CAPA is opened to address the issue.

Event description:
Follow up. Company representative reports hernia revision on (B)(6) 2013 using strattice. On (B)(6) 2013 patient was diagnosis with a midline infection secondary to the strattice. On (B)(6) 2015, patient was hospitalized for a recurrent hernia. Lot numbers remain unknown.

Manufacturer narrative:
Review of the processing history records for lot sp100148 is as follows: pouch integrity inspection showed no significant bulges, holes, tears, wrinkles or physical defects. The lot was aseptically processed, terminally sterilized, and met qc release criteria. There were no processing deviations or nonconformances related to the nature of this complaint. As of 07/08/22, of the (B)(4) devices released to finished goods for lot sp100148, (B)(4) have been distributed, with (B)(4) have been reported as implanted.

Event description:
Additional information was reported to abbvie on june 22, 20022 reporting the lot number associated with this complaint (B)(4) implanted on (B)(6) 2014.